Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: this involved a colleague p1.5 infusion pump with a user interface module software version of 5.08.92. Additional investigation is being conducted through (B)(4). Device evaluation: the reported condition of a colleague infusion pump with battery depleted set alarm was discovered during product evaluation in the pump's event history. This condition was caused by a depleted main batteries. The main batteries were replaced to correct the reported condition.

Event description:
During service of a colleague infusion pump by baxter (B)(4) personnel, it was discovered that the pump encountered a battery depleted set alarm that interrupted delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is currently unknown.